Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/8/2021. H.6. Investigation: bd received 2 samples submitted for evaluation. The reported issue of foreign matter was observed upon inspection of the samples. The material found at the tip of the catheter is excess silicone lubricant that is applied to the catheter during production. However, this material does not fall under our definition of foreign matter since the material is a part of our manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system there was foreign matter on the device needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the package was opened there were yellow hairs on the needle tip.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system there was foreign matter on the device needle. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "when the package was opened there were yellow hairs on the needle tip."